Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/14/2015 with the following findings: a call service (B)(4) alarm observed in the black box and alarm history. Pump powers on properly with no alarms. Exercised pump for 24 hours, after 24 hours no call service alarms were received. Returned battery cap used for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.